Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer's blood glucose was not provided. This pump is being used for demo and not being used by customer at time of event.